Event description:
It was reported that when the customer "came to the mammography room they found that the glass lead shield exploded." No injury reported. The distributor will replace the x-ray shield.